Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual examination of the swg revealed many kinks in the guide wire body as well as the core wire had been broken 13mm from the distal end. The wire guide had become unraveled; however, the coil wire was not broken indicating the entire guide wire was returned. Microscopic examination confirmed that both welds were fully formed and spherical. The length of the two sections of core wire measured 13mm and 587mm totaling 600mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned swg measured 0.79mm which is within specifications 0.788-0.826mm per swg product drawing. The swg could not be functionally tested due to its damage. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken 13mm from the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. Additionally, the coil wire was unbroken indicating the entire guide wire was returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring guide wire unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring guide wire unraveled.